Event description:
Procedure: oophorectomy. According to the reporter: the device's bag ripped as the surgeon was pulling the specimen through the fascial and skin incision. The specimen dislodged from the bag and fell back into the abdominal cavity. Another device was used to finish the case. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).